Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been adding insulin to cartridges after loading them onto the pump. Tandem technical support educated the customer on insulin labeling. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. H3 other text : device not returned